Manufacturer narrative:
The customer¿s report that the smartsites are deformed was confirmed. Visual inspection confirmed the customer's experience of an oval-shaped smartsite component. Functional testing was performed; leakage was observed from the oval-shaped smartsite. The cause of this issue is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat.

Event description:
The reported feedback suggests that the smartsites are deformed. Report suggests not in use on a patient.